Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high out of range pace impedances. The values were greater than 2000 ohms. In addition, loss of capture on the lv was observed at maximum outputs. The lv lead was then explanted and replaced. No additional adverse patient effects were reported.